Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2021, abbott point of care was contacted by a customer regarding I-stat eg6+ cartridges that yielded a suspected descrepant potassium result of 6.7 mmol/l on a female patient seen for a planned procedure. There was no additional patient information available at the time of this report. The customer has not responded to multiple attempts for information. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 05-feb-2021. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for eg6+ lot l20256.